Event description:
It was reported that the customer's blood glucose level was 482 mg/dl. She believed her insulin pump was not delivering the complete amount of insulin. She had cramps in her legs and her legs were sore. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.